Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was a normal eri alert with no allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Correction: the serial number should have been (B)(4) rather than (B)(4). The model number should have been cd3235-40 rather than cd2231-40q. Manufacturer report 2938836-2018-07570, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).